Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with oclussion. This condition had the potential to interrupt delivery. This condition was found in the emergency room and occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an occlusion was confirmed during product evaluation. However, the root cause of the reported problem was determined to be not identified.